Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the issue was unknown. The problem was not observed by the healthcare provider themself, but was dealt with by phone.

Event description:
It was reported that the patient had problems with charging the dbs. It took more time and it failed to get percentage higher than 75%. The dbs was charged every other day. It varied each time whether the dbs made good contact with the dbs charger. The battery is normally down 25% each morning from where it was the previous evening. Now it is down 50% every morning. The rechargeable dbs battery was implanted on (B)(6) 2024. The recharge rate is at 3. At patient consultation on (B)(6) 2024, the dbs battery was 75% at that time. There were no abnormal impedances then. In april, the dbs charging was going well, ten minutes each day to get from 75% to 100%. Now it takes 40 minutes to get from 50% to 75%. They then tried recharging for another half hour, but the dbs battery did not get beyond 75%. The hcp asked the patient to charge for a longer time to see if it does get to 100% (i.e. 3 hours). The patient has now managed to charge the dbs battery to 100% after 3 hours of charging. As far as they know, the charging speed has always been 3. The patient did not adjust this themselves at home, because the hcp had to explain to the patient step by step how they could access the settings to see the charging speed. The dbs settings were increased by 0.2v on vim left on july 8 (bipolar setting) and remained unchanged on vim right. It was reviewed that based on the additional information, the suspicion is that the neurostimulator battery was lower than the actual 50% or 75% at the start of the charging session, which meant that the charging session was somewhat too short to achieve the actual 75% or 100% for the neurostimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.